Manufacturer narrative:
The atellica data manager customer reported that orders were not dispatched to the laboratory automation system (las). The atellica data manager with serial number (B)(6) is connected with the data management system (dms), and the customer reported that a backup instrument or alternate method to test patient samples or report results was not available. The event caused a 2-hour delay and affected stat sample(s). Siemens assisted the customer and is investigating the event.

Event description:
The atellica data manager customer reported that orders were not dispatched to the laboratory automation system (las). The atellica data manager with serial number (B)(6) is connected with the data management system (dms), and the customer reported that a backup instrument or alternate method to test patient samples or report results was not available. The event caused a 2-hour delay and affected stat sample(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00123 on 03-jun-2024. Additional information (05-jun-2024): siemens evaluated the information provided and received the customer's permission to connect remotely and investigate the atellica data manager system. Siemens performed troubleshooting, which included checking the host file and was correct, removing the queue processor and message queue from the las dispatch process, and disabling the ipv6 from the network properties. The issue did not recur, and the atellica data manager is operating as specified. The potential cause of the event is unknown, and no further action is required. Siemens updated section h6 (investigation findings and investigation conclusions) to reflect the additional information.